Event description:
It was reported that his right ventricular (rv) lead exhibited decreased pace impedance measurements, decreased sensing amplitude, and increased pacing thresholds. An x-ray was performed showing the rv lead had dislodged into the patient's right atrium. The device was reprogrammed to reduce risk of inappropriate therapy pending a revision procedure. Revision was later performed at which time the lead was explanted and replaced. No adverse patient effects were reported.